Manufacturer narrative:
Date of event is estimated. Section a4: patient weight was not made available.

Event description:
It was reported that patient was found to have a high impedance that is preventing the enabling of MRI mode. Surgical intervention may occur to address the issue.

Event description:
It was reported patient underwent surgical intervention on 20 august 2024 during which the entire system was explanted and replaced to address high impedance on one of the leads. Investigation was unable to identify which lead contributed to the issue. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.